Manufacturer narrative:
Device evaluation: product evaluation found lens returned in a micro centrifuge vial with some liquid. Visual inspection found a piece of the haptic missing. (B)(4)

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4) conclusion code: off-label use [under 21 years of age at time of implant ((B)(6)), anterior endothelium chamber depth < 3.0mm (2.99mm)] (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, diopter -13.0/+0.5/116 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a longer lens, the surgeon noting low vault. The problem was resolved.